Event description:
It was reported that the pt slipped and fell on her "backside." The pt was not using the stimulation at the time of the fall. The pt experienced "a lot" of pain in the hip and legs and could not get out of bed. X-rays were taken to check for broken bones, after which the pt noticed a shocking sensation in the right leg and hip at the implantable neurostimulator location. The pt was scheduled to see the health care professional. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).